Event description:
In a 11/28/00 letter response requested by the distributor, a general surgeon user reported the following: the "several" perma-seal grafts they implanted "clotted much more frequently than did ptfe grafts" and they "had a great deal of difficulty keeping them open."